Event description:
A nurse reported that one patient experienced endophthalmitis after an intraocular lens (iol) implant surgery. Additional information has been requested but not received to date.

Manufacturer narrative:
Evaluation: the product was not returned for analysis. The lens remains implanted. Results from the history record review indicated the product met release criteria. The root cause for the reported complaint could not be determined. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. Completed questionnaire was not received. (B)(4).